Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7087518.

Event description:
It was reported that the patient felt something pull on the side of the neck after a fall. The physician suspected that the spinal cord stimulator lead might have been fractured. No further information could be obtained.